Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first instrument clips formed screw on the cystic arteries (will email pictures to affiliate). Then after that the jaws jammed on the last clip in the applier. With the second instrument when the doctor fired the device, the clips were firing loose. No clip compression formed and some of the clips only closed half way. Another er320, from another lap access kit. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.